Manufacturer narrative:
The reported field experience was confirmed. Analysis found high charge time due to an anomalous capacitor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the clinic after receiving a transmission for an extended charge time. The physician decided to explant the device.